Manufacturer narrative:
Although there have been attempts to receive further information regarding the device, no additional details were provided. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information indicating the patient expired, approximately three (3) years post valve-in-valve procedure. Per the site, the death was not valve related but caused by several co-morbidities. No additional details provided.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of nine (9) years, three (3) months due to severe aortic regurgitation. A 29mm transcatheter valve was implanted with no reported complications. The patient is listed as discharged.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative aortic regurgitation in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. If further information becomes available, a follow-up report will be submitted.